Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lv lead exhibited high thresholds. X-ray images revealed the lv lead had dislodged. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. No patient symptoms were reported.